Event description:
It was reported inserter feel resistance when introducing microintroducer, unable to insert it fully, when withdrawn a deformity is observed at the distal area. A kit with a new microintroducer needed to be opened to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
H11: Section A through F - The information provided by BD represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to BD. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.